Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while preparing an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag and adding additives, pieces of plastic from the port appeared to be coming off into the bag. The bag contained clinimix. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample which showed two plastic particles inside the bag. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. Should additional relevant information become available, a supplemental report will be submitted.